Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed inaccurate readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed that the subject meter was reading inaccurately on (B)(6) 2014 at 8 am, however, no specific values were provided for that day. The patient reported that he manages his diabetes with insulin (self-adjuster). It is not known whether the patient made any changes to his diabetes management as a result of the problems he was experiencing with the meter. The patient reported, on dates and times unknown, he obtained alleged inaccurate readings on the subject meter of ¿160 mg/dl and 198 mg/dl¿, within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lfs¿ precision criteria. The patient alleged that ¿30 to 45 minutes¿ after obtaining the alleged inaccurate readings, he developed symptoms of ¿sweating, dizzy and weak¿. The patient reported having more food and/or drink on the morning of (B)(6) 2014; however, it is not clear if this action was in response to the symptoms he developed. The cca noted that the patient denied seeking medical intervention due to meter inaccuracy. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement, and the patient was using an approved sample site. The cca noted that the issue was resolved through training. Although the issue was resolved at troubleshooting, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury, seemingly after obtaining alleged inaccurate readings on the subject meter.